Event description:
Patient reported via regulatory agency "constant breast pain and armpit pain." Patient additionally reported "one of my implants was rupture as confirmed by my surgeon on removal." The following reported events have been deemed not related to the device: "cause health issues, bii, fatigue, reduced movement in arm due to implant. Headaches and constant sinus infection due to bii." Affected side is right. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: constant breast pain and armpit pain; (the reportable event of rupture was discovered at explant) note: patient reported one device rupture. However, as there are side specific events reported between this report and contralateral mrn 9617229-2021-60112 and as the rupture could not be definitively associated with a specific side, to remain conservative the event of rupture will be reported against both devices.